Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed, and the issue did not cause a delay. No material detached/broke off from the portion of the device that enters the patient¿s anatomy. No fragments fell into the patient.

Event description:
Refer to h11 for follow-up information.